Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The pump was being replaced as it was nearing end of life. During the replacement procedure, the hcp (healthcare professional) broke the old connector. The catheter was successfully revised during the procedure by cutting off 1.3 cm of the existing catheter and attaching a new catheter connector. The device system was delivering lioresal.